Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch report indicates: the customer reported that their device was showing all three icons (attention, charge-pak, and service) and would not power on. There was no patient use associated with the reported failure. The initial medwatch report should indicate: the customer reported that their device was showing all three icons (attention, charge-pak, and service) which is indicative of a device that does not have sufficient power to deliver effective defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer to determine the status of the device, but has been unsuccessful. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service) which is indicative of a device that does not have sufficient power to deliver effective defibrillation therapy to a patient. There was no patient use associated with the reported failure.